Manufacturer narrative:
In between cases, a lensar cas was able to review the phaco recorded video. The cas was able to identify when and how the capsule was torn. The cap button removal was fine and the doctor stated that it was complete. During hydrodissection, it can be seen that he injected bss at the 3 o'clock position and a wave of fluid was visible in the back side. He then proceeded to the do the same at the 9 0'clock position. Again, a wave of fluid was visible in the back side but the gas bubble was never "burped". Further in the video, it was observed he continued to inject bss and you can see a "pop", i.e. The gas bubble was no longer there. After the phaco procedure; a capsular tear was seen not created by the device. The cas reviewed the video with the doctor and explained what she observed. She explained to him that when the gas bubble is trapped underneath, it is with caution that he should inject bss and simultaneously evacuate or "burp" the bubble. Once it's burped, he can proceed with his hydrodissection as normal. The doctor performed a vitrectomy. The laser log files were reviewed and there was no indication of a device malfunction. The doctor reported to the cas that the patient was doing fine.

Event description:
On (B)(6) 2015 a doctor reported to a lensar sales representative that during a case, a doctor dropped a nucleus.

Manufacturer narrative:
In between cases, a lensar cas was able to review the phaco recorded video. The cas was able to identify when and how the capsule was torn. The cap button removal was fine and the doctor stated that it was complete. During hydrodissection, it can be seen that he injected bss at the 3 o'clock position and a wave of fluid was visible in the back side. He then proceeded to the do the same at the 9 0'clock position. Again, a wave of fluid was visible in the back side but the gas bubble was never "burped". Further in the video, it was observed he continued to inject bss and you can see a "pop", i.e. The gas bubble was no longer there. After the phaco procedure; a capsular tear was seen not created by the device. The cas reviewed the video with the doctor and explained what she observed. She explained to him that when the gas bubble is trapped underneath, it is with caution that he should inject bss and simultaneously evacuate or "burp" the bubble. Once it's burped, he can proceed with his hydrodissection as normal. The doctor performed a vitrectomy. The laser log files were reviewed and there was no indication of a device malfunction. The doctor reported to the cas that the patien was doing fine.

Event description:
On (B)(6)15 a doctor reported to a lensar sales representative that during a case, a doctor dropped a nucleus